Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition the three most basal channels have been disabled due to being extra-cochlear most likely since implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected. At a routine fitting appointment in situ testing showed affected channels. The user's parent reported that he has not been able to hear on the left side for about 2 months.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. At a routine fitting appointment in situ testing showed affected channels. The user's parent reported that he has not been able to hear on the left side for about 2 months. There is no report of any trauma and there was no swelling or inflammation observed at the implant site.